Event description:
This pt had a liver transplant in 2001 and a broviac catheter (7 french double-lumen) was placed by internal jugular approach at that time. On event date, the catheter was removed without difficulty, using a hemostat. It was noted, however, that the tip of the broviac was serrated and appeared smaller that it should have been for the pt size. The broken piece, found in right ventricle, was successfully removed by interventional radiology.